Event description:
The local (B)(6) always has expired product on their shelves. A few weeks ago, I tried to buy alcon re-wetting drops but all 4 bottles were expired--one of them expired in (B)(6) of 2020. I pulled all the items off the shelf and took them up to the pharmacy window and gave them to the employee. Today, I tried to once again purchase the eye drops. All four expired bottles had been placed on the shelf. Obviously I did not buy them, so I have no injury to report. I have accidentally placed expired eye drops in my eyes before, and it really hurts. I don't want this to happen to anyone else. My biggest issue here is that they put them back on the shelf after I showed them they were expired.